Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or test, excessive no delivery test. No possible under delivery anomaly noted. Device was downloaded to care link. Care link report shows all bolus programmed and delivered. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump was under delivery. The customer¿s blood glucose level was 382 mg/dl at the time of the incident and the current blood glucose was 327 mg/dl. The customer¿s blood glucose level was 300- 400mg/dl. The customer had symptoms such as nausea. The customer was treated with insulin pump. It was reported that the customer alleges pump was under delivering because the blood glucose was rising, and not in her normal. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis